Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. User facility personnel determined there was no problem with the endoscope. An olympus field svc engineer (fse) has visited the facility and serviced the aer. Additionally, an olympus endoscopy support specialist (ess) is scheduled to visit the facility, and to provide in-svc training as necessary. This report is being submitted as an MDR in an abundance of caution. Please reference MDR # 8010047-2008-00145, 00146 and 00148, for the other devices referenced in this report. See scanned page.

Event description:
Type of procedure: colon/egd. Symptoms post operation: abdominal pain and fever. Unk if pt returned to the hosp/ER. Unk if pt released from the hosp. In 2008, olympus was notified by the user facility regarding a report in which a total of six pts were said to have developed chemical colitis following colonoscopy procedures at this facility. The procedures were performed between 4 days and a day prior notification. Four different endoscopes were identified to have been involved in these incidents. The user facility reported that all four endoscopes were reprocessed in the side-b of their automated endoscope reprocessor (aer) prior to the procedure. The user facility staff inspected the aer, and observed that the biopsy valve seal in side b of the aer had not been attached to the endoscopes at the end of the reprocessing cycle. Failure to appropriately flush the endoscope channels with rinse water following reprocessing may have resulted in retained reprocessing chemicals. More detailed info regarding the pts are found in the attached matrix. All six pts are reportedly doing fine.